Event description:
On (B)(6) 2014 it was reported through clinic notes that the patient has had an increase in seizures associated with battery failure. The patient was referred for battery replacement. The patient underwent generator replacement due to eos on (B)(6) 2008. No further information has been received to date.

Manufacturer narrative:
.

Event description:
It was reported that the increase in seizures is due to end of service and resolved with the battery change. It was reported that the explanted generator is not going to be returned for product analysis as the hospital does not return explants.